Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient mentioned having a new implant. When asked if the previous device was replaced due to normal battery depletion. Patient stated no, the old one was implanted in the buttock area and was hurting, which was more painful than the pain in which the implant was supposed to help. Patient stated the health care professional (hcp) removed it and she went a couple years without the implant but eventually got another implant due to her need. Patient noted the area still hurts. Patient stated this was considered a sudden change in therapy/ symptoms.